Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Patient code (B)(4) used to capture additional medical/surgical intervention required. Device history records review was completed for part# 402.214s, lot# 9289981. Manufacturing location: (B)(4), manufacturing date: dec 15, 2014, expiry date: dec 01, 2024. Non-sterile part# 402.214, lot# 9236747. Manufacturing location: (B)(4), manufacturing date: oct 30, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery for distal humeral fracture. During the procedure, two (2) locking screws and a plate were implanted. It was reported that both the locking screws backed out. On (B)(6) 2017, patient underwent revision surgery to replace broken screws with other screws. This time, the surgeon didn¿t use torque driver and tightened strongly, so that he locked plate and screws tightly. Reportedly, broken screws were removed easily. Revision surgery was completed successfully with no reported delay. Patient outcome was reported as good. Concomitant device: 3.5mm ti lcp medical distal humerus plate 5 holes-right (part# 441.284s, lot# 9425207, quantity 1) this report is for one (1) 2.7mm ti locking screw self-tapping with t8 stardrive recess 14mm. This is report 1 of 2 for (B)(4).